Event description:
The pt experienced the underdose symptom of significantly increased tone. The hcp planned to program a 50 mcg bolus and monitor the response in the pt. During the pump update of 50 mcg bolus, the programmer displayed messages of invalid telemetry/reposition and "pump memory error." The pump was re-interrogated and the logs showed the infusion mode was "stopped pump" for approx 19 minutes. The settings were confirmed, the pump was reprogrammed with the bolus successfully. The pt was in a motorized wheelchair during this error issue. The pump delivered lioresal at 300 mcg/day. Pt outcome was not reported. Add'l info has been requested, but was not available as of the date of this report.

Manufacturer narrative:
(B)(4).